Event description:
It was reported that the system would not boot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer and the display adaptor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.